Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump was exposed to MRI. The customer was advised to disconnect to the insulin pump. The customer does not use sensor feature on the insulin pump. The customer stated that they are unable to complete the rewind sequence. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window.